Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported issue. The host module was replaced and returned for testing on this investigation. The system was tested and found to meet product. A non-conformance based review of serial numbers was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The host module was returned for testing on this investigation. A visual assessment of the returned sample revealed that sample was missing the dvd drive, but that functional testing would not be impacted by this. Testing was performed. No nonconformities were observed during testing. Based on the information available, the customer reported event cannot be confirmed. The returned part was found to meet specifications. Additionally, the system was found to have no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the surgery an ophthalmic operating console screen turned white and restarted on its own. The surgery was cancelled and postponed to the next day. The details of the procedure and patient impact have not been reported. Additional information has been requested.